Event description:
It was reported that the customer's insulin pump was giving no delivery and motor error alarms. It was stated that the battery was having to be replaced every two days. The customer's blood glucose was 410 mg/dl. It was not possible to troubleshoot the no delivery alarm due to the motor error. An off no power alarm was also reported to have occurred less than twenty four hours from receipt of a low battery alert. The customer stated the battery was not previously used and the battery cap was not cracked or damaged. Assistance was provided in clearing this alarm. The customer received the motor error alarm during a basal delivery. During troubleshooting, it was found that the insulin pump was not exposed to a strong magnetic field or magnetic resonance imaging machine. The customer does not use the sensor feature on the insulin pump. The insulin pump could be rewound. It was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window, cracked battery tube threads, a broken belt clip slot at the battery tube threads and a cracked reservoir tube lip.